Event description:
It was reported that one bd vacutainer® buffered sodium citrate (9nc) blood collection tube was found having experienced hemolysis after use. The following was provided by the initial reporter: it was reported that an increase in hemolysis has been observed with each tube. Five citrate tubes are used for each patient - the first tube is fine but the last tube is very hemolyzed. Patient did not have to be redrawn.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for hemolysis with the incident lot was not observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Hemolysis can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to hemolysis range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in hemolysis. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that one bd vacutainer® buffered sodium citrate (9nc) blood collection tube was found having experienced hemolysis after use. The following was provided by the initial reporter: it was reported that an increase in hemolysis has been observed with each tube. Five citrate tubes are used for each patient - the first tube is fine but the last tube is very hemolyzed. Patient did not have to be redrawn.